Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was intended to be implanted during the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported during the index procedure, when deploying enbf2516c120ee, a clicking sound was heard when the deployment handle was turned and the deployment handle was difficult to turn. Only a small part of the bare stent deployed when turned. The physician was concerned about potential difficulties / problems when deploying the stent, so the stent graft was retrieved and removed from the patient and replaced with enbf2516c120ee. The replacement endurant graft was successfully deployed, and the procedure was completed without issue. Per the physician the cause of the deployment issue is undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Product analysis: a 4-second procedural angiogram was returned for review. The video was recorded from a screen monitor, and its quality was suboptimal. A clicking like noise can be heard at 1-2 seconds. The video depicted the delivery system introduced via the right access along with a calibrated catheter (introduced via the left access) positioned into the abdominal aortic lumen. The delivery system¿s tapered tip was positioned just proximal to the renal arteries. A contrast injection was performed, outlining the relatively straight infrarenal aortic neck and the aaa. The stent was undeployed and captured within the graft cover. Conclusion: the reported deployment difficulties could not be confirmed on the single 4-second video provided; therefore, the cause of the event could not be determined. B5: it was reported that the surgeon had extensive experience in aortic stent implantation and performed the procedure according to the instructions for use. The vascular access was partially thrombosed, calcified, and tortuous, but it could not be confirmed that this was the cause of the deployment failure. It was confirmed that there was no damage to the device packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.